Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
An operating room coordinator reported the machine stopped suctioning during quadrant removal of a cataract with intraocular lens implant procedure. They changed the handpieces and the tips twice but the issue did not resolve. The system was exchanged and te procedure was completed with no impact to the pt.